Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measuring greater than 3000 ohms. Additionally, there was some stored events due to oversensing of noise which resulted in inappropriate atrial tachy response (atr) episodes. The patient was evaluated in the clinic and isometrics was performed and the noise could be reproduced. Technical services recommended to discussed that there could be a potential lead or connection issue. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measuring greater than 3000 ohms. Additionally, there was some stored events due to oversensing of noise which resulted in inappropriate atrial tachy response (atr) episodes. The patient was evaluated in the clinic and isometrics was performed and the noise could be reproduced. Technical services recommended to discussed that there could be a potential lead or connection issue. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.